Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone stating that she is having issues calibrating. The customer's blood sugar was perfectly fine this morning, 91 mg/dl and now they are 421 mg/dl. Troubleshooting was performed. Nothing is returning.